Event description:
The plaintiff, alleges that while employed as a nurses' assistant plaintiff wore latex gloves which caused plaintiff to sustain injuries and damages. Plaintiff alleges that around 11/1999 plaintiff first became aware that plaintiff's symptoms may be associated with the use of latex gloves. Plaintiff also alleges that plaintiff has had inflicted upon plaintiff humiliation, mental anguish, and emotional and physical distress. Plaintiff further alleges that plaintiff was injured in health, strength, and activity and was rendered sick, sore, and lame; injuries include, but are not limited to: pain, skin and eye irritation, bronchial asthma, wheezing, shortness of breath, difficulty breathing, frequent migraine headaches, anaphylactic reaction and shock, allergic latex sensitivity, fatigue, emotional distress, shock, and fright. Furthermore, plaintiff was required to obtain medical and hospital care and attention; and will require medical and hosp care and attention in the future in an amount not now known. Plaintiff has been unable to follow plaintff's usual occupation and will never again be able to perform the duties and functions of a nurses' assistant.